Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, episodes of far-field p-wave oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead anomalies were observed. The rv lead was later capped and replaced to resolve the event. The patient was in stable condition.